Event description:
A distributor has reported that, a surgeon has reported that, a miol u940a has opacified ("clouding"). Several requests have been made to obtain additional information, however no further information is available at this time.

Manufacturer narrative:
As there was no product or lot number provided, no detailed investigation can be performed.